Event description:
Reported events of "chronic gerd symptoms" and "severe dysphagia" from journal article, "barrett's esophagus: a late complication of laparoscopic adjustable gastric banding", obes surg, (2010) 20:244-246 doi 10.1007/s11695-009-0044-z. It is allergan's approach to compliance to resolve all doubt in favor of reporting.

Manufacturer narrative:
Taper unk. (B) (4). The product associated with this report will not be returned. The connector type cannot be identified nor an assumption made as to the type of connector associated with this complaint, because no serial number or implant date was given. Reflux, dysphagia, irritation/inflammation, and ulcer are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported events of reflux, ulcer, and dysphagia as follows: "ulceration, gastritis, gastroesophageal reflux, heartburn, gas bloat, dysphagia, dehydration, constipation and weight regain have been reported after gastric restriction procedures." Device labeling addresses the reported event or irritation/inflammation as follows: 'contraindication(s): the lap-band system is contraindicated in: pt's with inflammatory diseases of the gastrointestinal tract, including severe intractable esophagitis, gastric ulceration, duodenal ulceration, or specific inflammation such as crohn's disease."